Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: 2013, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The patient reported that they never had therapeutic effect. The therapy worked for 5 to 6 weeks and then stopped helping. The patient¿s device wasn¿t working. The device was placed laterally in the patient¿s buttock area. The patient was told by a doctor that they needed their leads placed ¿sub-q¿. The patient had issues in the past with scar tissue and epidural leads. The patient had undergone two spinal fusions with significant scarring and significant pain. They used daily medications along with the stimulator. The patient¿s stimulation worked some, but not much for the 1.5 years that it had been implanted. The patient hardly used their stimulation because it didn¿t do anything and they were afraid to use it. The patient was unable to ¿get around¿ with their back issues being present. The patient thought their issues were related to anxiety, but they discovered that they were superimposed onto the stimulator. The patient was given a topical cream compound to use on the affected area. The patient also had a fentanyl patch and was taking hydrocodone, tylenol, aspirin, and gabapentin. They were also taking citalopram and buspar for anxiety. The patient had ulcerations in their esophagus and every morning they threw up saliva. The patient was in pain. The patient¿s doctor wanted them to use a clonidine patch and a tricyclic anti-depressant. The patient was taking these medications before the stimulator was implanted. The patient noted that their ¿screws are out of place¿, but it was unknown if this was referring to their device or their spinal fusions. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.